Manufacturer narrative:
Inspected twi pened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Initially, the customer's mother reported that insulin may be leaking past the o-rings. The blood glucose reading was 180mg/dl. A follow up called was made, and the mother stated that insulin from the reservoir leaked past both o-rings. No further information was provided.